Event description:
On (B)(4) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results of "314 and 228 mg/dl" and "377 and 250 mg/dl,"performed within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.